Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. Further investigation found that conductor wire's insulation was damaged at the distal end. The conductor wire was exposed as a result. The instrument was also found to have scratch marks/abrasions to the yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when the customer cleaned the tip of the fenestrated bipolar forceps instrument, the customer observed that the tip insulating layer was melted. The user completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, no further details have been received as of the date of this report.